Event description:
It was reported that the patient underwent a procedure wherein the entire spinal cord stimulation (scs) system was revised for an unknown reason. No additional information has been obtained at this time. Additional information indicates the ipg was revised to address charging difficulties and to incorporate upgrades for magnetic resonance imaging (MRI) compatibility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2316500. Model:sc-2316-50. Serial: (B)(6). Batch:18117915. UDI: (B)(4). Product family: scs-linear leads. Upn:m365sc2316500. Model:sc-2316-50. Serial: (B)(6). Batch:17675026. UDI: (B)(4). Product family: scs-splitters. Upn:m365sc3400300. Model:sc-3400-30. Serial: (B)(6). Batch:17674964. UDI: (B)(4). Product family: scs-splitters. Upn:m365sc3400300. Model:sc-3400-30. Serial: (B)(6). Batch:17624782. UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn:m365sc2316500, model:sc-2316-50, serial:(B)(6), batch:18117915, UDI: (B)(4). Product family: scs-linear leads upn:m365sc2316500, model:sc-2316-50, serial:(B)(6), batch:17675026, UDI: (B)(4). Product family: scs-splitters upn:m365sc3400300, model:sc-3400-30, serial:(B)(6), batch:17674964, UDI:(B)(4). Product family: scs-splitters upn:m365sc3400300, model:sc-3400-30, serial:(B)(6), batch:17624782, UDI:(B)(4).

Event description:
It was reported that the patient underwent a procedure wherein the entire spinal cord stimulation (scs) system was revised for an unknown reason. No additional information has been obtained at this time. Additional information indicates the ipg was revised to address charging difficulties and to incorporate upgrades for magnetic resonance imaging (MRI) compatibility.

Event description:
It was reported that the patient underwent a procedure wherein the entire spinal cord stimulation (scs) system was revised for an unknown reason. No additional information has been obtained at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2316500. Model:sc-2316-50. Serial:(B)(6). Batch:18117915. UDI: (B)(4). Product family: scs-linear leads. Upn:m365sc2316500. Model:sc-2316-50. Serial:(B)(6). Batch:17675026 UDI:(B)(4). Product family: scs-splitters. Upn:m365sc3400300. Model:sc-3400-30. Serial:(B)(6). Batch:17674964. UDI:(B)(4). Product family: scs-splitters. Upn:m365sc3400300. Model:sc-3400-30. Serial:(B)(6). Batch:17624782. UDI:(B)(4).